Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye there was a crack in the optic. The iol was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of the lens optic damage.

Event description:
On (B)(6) 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that immediately following implantation into the eye, the optic was observed to be cracked necessitating explantation and exchange of the iol.

Event description:
On 14th march 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that immediately following implantation into the eye, the optic was observed to be cracked necessitating explantation and exchange of the iol.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye there was a crack in the optic. The iol was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in the blister tray with lens in a saline filled pouch. Preliminary inspection of the returned injector showed that movable flaps were not fully closed (no issues occurred during the attempt to secure them together), and the plunger was pushed in. Provided lens was inspected under x10 magnification apart from a torn haptic, lens was found to be intact. Following the injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was intact. There were visible traces of viscoelastic solution in the cartridge chamber. The injector was re-assembled, and fresh lens of rayone aspheric rao600c +33.00 d was loaded and injected as per the IFU. The injection was successful, felt very smooth and no issues occurred during this process. Product return inspection couldn't confirm the event as reported. Although lens had a torn haptic, no optic crack was spotted. From the product return inspection and testing performed we conclude that user error of advancing the plunger before completion of movable flaps closure procedure is the most likely/ contributory factor to lens getting damaged during the injection in this case. Results of injector testing confirm that the device performs as per design.